Manufacturer narrative:
(B)(4). Based on investigation information, eds iii visually inspected, confirmed patient line stop cock was cracked. Root cause determined to be over tightening due to atypical force when attaching tubes to the patient line stop cock, as noted in the IFU finger tighten when attaching devices.

Event description:
Eds3 leaked fluid from the three way tap following patient being rolled.